Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2017 after setting up a site. The caller reset the site and did a set change but still they had an occlusion. The customer went from really high to really low at the hospital. The customer was at 117 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer called to inquire about getting the 670g pump. The insulin pump will not be returned for analysis.